Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because the device history record review indicated that the product was processed and released according to the product¿s acceptance criteria and a sample was not returned for evaluation, the exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar cannulas leaked during a procedure. Additional information and product sample were requested; however, the customer informed that no further information is available.